Manufacturer narrative:
(B)(4) date sent: 7/7/2021 d4: batch # u40m5c investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch bag and suture were returned for analysis. Upon evaluation, the bag was received fully cinched and torn at the bottom end (not at the seams). The torn portion was noted to be stretched and the remaining was not returned. Also, the suture was visually inspected and it was in good condition. The rest of the device was not returned for further analysis. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. A potential cause for the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. This complaint will be accounted for and monitored via post market surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information. To date, no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: the event description states "piece almost left in patient." This sounds as if all components were retrieved from the patient. We are emailing to confirm that all parts of the bag/device were reported by customer to be retrieved from patient

Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. H2: additional information: additional information from account contact, received read: "customer stated that all pieces of pouch were removed from the patient."

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: on the event description states ¿piece almost left in patient.¿ please confirm, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke in patient during case. Piece was almost left in patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.